Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. Two needles, several fragments of suture and two empty opened foil packets were received for analysis. The product code is nw2347vm. Upon visual assessment of the returned samples, it was observed that the strands had begun with a degradation process caused by exposure to the environment. The foil packets were visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: is it a potential adverse event: no event date (surgery date): 20 june 2025 alert date (date sales rep was notified): (B)(6) 2025 date complaint shared with complaint team: (B)(6) 2025 procedure name: ovarian cyst is it a potential adverse event: no when the event occurred: pre-op lot no./ serial no.: (B)(6). Qty. Involved: 12 qty. Returned: 5 product status: available.

Event description:
It was reported that a patient underwent a ovarian cyst removal procedure on (B)(6) 2025 and suture was used. During the procedure, suture breakage. Upon visual assessment of the returned samples, it was observed that the strands had begun with a degradation process caused by exposure to the environment. The foil packets were visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. No adverse patient consequences were reported. Additional information was requested.